Manufacturer narrative:
The investigation determined that discordant non-reactive vitros sars cov-2 antigen (cv2ag) results were obtained from a vitros cv2ag reactive control fluid lot 0014 processed using vitros immunodiagnostic products sars-cov-2 antigen reagent lot 0014 on a vitros xt 7600 integrated system. A definitive assignable cause for the discordant negative vitros cv2ag results was not determined with the information provided. Because quality control results were affected, a performance issue with vitros cv2ag reagent lot 0014 cannot be completely ruled out as contributing to the event. In addition, a performance issue with vitros cv2ag reactive control lot 0014 cannot be completely ruled out as contributing to the event. Finally, a performance issue with the extraction buffer cannot be ruled out as contributing to the event. The results obtained from the vitros cv2ag reactive control without extraction buffer added were within the reactive classification. However, testing the controls without adding the extraction buffer is outside of ortho¿s control fluid handling protocol. Continual tracking and trending of complaints has not identified any signals that would point to a potential systemic issue with vitros cv2ag control lot 0014 or cv2ag reagent lot 0014. Although there is no indication that the vitros xt7600 system contributed to the event, no diagnostic within-run precision testing was performed to assess instrument performance. Therefore, an instrument related performance issue cannot be completely ruled out as contributing to the event. (B)(4).

Event description:
A customer reported discordant non-reactive vitros sars cov-2 antigen (cv2ag) results obtained from a vitros cv2ag reactive control fluid processed using vitros immunodiagnostic products sars-cov-2 antigen reagent on a vitros xt 7600 integrated system. Vitros reactive control lot 0014 results of non-reactive (0.654, 0.651, 0.641, 0.745 and 0.72 s/c) versus the expected result of reactive (>/ = 1.00 s/c). Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. The discordant, non-reactive vitros cv2ag results were obtained from a non-patient quality control sample. However, the investigation cannot conclude that patient sample results would not be affected if the event were to recur undetected. There is no allegation of patient harm as a result of this event. This report is number 2 of 2 MDR¿s for this event. Two (2) 3500a forms are being submitted for this event as 2 devices were involved. This report corresponds to ortho clinical diagnostics inc. Complaint (B)(4).